Event description:
It was reported that during an atrial sensing test with the pulse generator mode set to ddd with a rate of 93 beats per minute, the patient felt dizzy and lightheaded. The intra- cardiac electrogram showed no conduction and no ventricular pacing. Reinterrogation produced the message -an error in pacemaker software has occurred-. Battery data was 2.64 v, 9 ua and 18.3 kohms with 3-6 months estimated remaining longevity. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.